Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/58 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: is day-case surgical procedure safe for micra leadless pacemaker implantation? Journal of interventional cardiac electrophysiology. 2024. Doi: 10.1007/s10840-024-01907-7 this is a system report. The section d information is for the primary device, which was in use with the following: brand name micra product ID mdt-tps-delsys serial: unknown d9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding same-day (sd) discharge versus overnight (on) observation in patients undergoing leadless implantable pulse generator (ipg) implants. The authors described one patient in the sd group who developed pulmonary symptoms and was diagnosed with a pulmonary embolism two weeks post procedure. There were three mild groin bleeding or hematoma in both groups. In the on group, there was one patient who developed an arteriovenous fistula which required surgical intervention and one patient with a mild groin infection post procedure. There was also one failed implant in the on group; the device dislodged soon after the tether was cut but was retrieved and the implant was abandoned. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.